Event description:
Customer complained about an unacceptable high bias for immulite 2000 ipth correlation results between lots 258, 259, and 260 versus lot 254. There was no known report of treatment given or withheld based on the ipth correlation results. Date of event not provided.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00146 on 5/17/2012. Incorrect country noted - it should be (B)(6).

Manufacturer narrative:
Siemens investigated the issue and found that immulite 2000 ipth lots 258, 259, and 260 met siemens specifications.